Event description:
It was reported that over two months this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Rv lead was tested, the measurements were in range and no noise recorded. Technical services (ts) recommended further monitoring and suggested other testing options. This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that over two months this right ventricular (rv) lead exhibited low out of range pacing impedance measurements. Rv lead was tested, the measurements were in range and no noise recorded. Technical services (ts) recommended further monitoring and suggested other testing options. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the clinical representative indicated that no other tests were performed. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
E1: (B)(6).